Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali jugular filter kit for evaluation. The denali filter kit included one introducer sheath, one 8f dilatator and one deployed filter. Product packaging and label were returned, and product information was verified with trackwise. During visual evaluation, no other anomalies were observed. The filter was received deployed. All limbs were present, and no crossing was noted. No functional testing was performed due to condition of samples received. Therefore, the investigation is inconclusive for the reported for activation failure including expansion failures as no specific evidence provided. A definitive root cause for the expansion issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter prongs allegedly did not opened completely. It was further reported that the filter was removed by using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter prongs allegedly did not opened completely. It was further reported that the filter was removed by using a snare device. There was no reported patient injury.